Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year, 6 months. The device is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient presented to the hospital on (B)(6) 2016 with an elevated pump power at 9 w. A normal pump power value in the past for this patient was 6 w. The patient was asymptomatic and all lab values were in the normal range. An echocardiogram and CT scan showed that the inflow cannula was pointing towards the septum. A right heart catheterization revealed a cardiac index of 2.1 l/min. The patient was admitted and treated with heparin. The pump power parameters normalized temporarily; however, on (B)(6) 2016, the pump power increased again. The pump was subsequently exchanged on (B)(6) 2016. No additional information was provided.

Manufacturer narrative:
Device evaluation: the reported pump power elevations were confirmed through the evaluation of the submitted system controller log file; however, the log file evaluation could not conclusively determine the specific cause of the pump power elevations. Without receipt of x-ray or CT scan images from the customer, the reported inflow conduit malposition could not be confirmed. The pump was returned for evaluation and no depositions were found inside the device. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from this testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.